Event description:
It was reported that the patient complained of no pain relief despite escalating doses, appropriate reservoir volumes at refill, and a negative catheter access port (cap) aspiration. There was also a lump on the patient¿s spine near the catheter anchor site. Therefore, the physician presumed that the distal segment of the catheter was broken. It was indicated that replacement and reprogramming were required as a result of the event. Diagnostics were performed as part of the event, specifically, x-rays were taken and the cap was aspirated. It was indicated that the break was unable to be visualized on the x-ray or during replacement. It was noted that the catheter remained implanted, but out of service. At the time of report, there was no patient injury. The device system was used to deliver bupivacaine and dilaudid.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n267838, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient had an issue with the pump, but there were no specifics on it. Additional information reported that the issue the patient had with pump was in reference to the previously reported event. It was confirmed by the hcp this was in fact the issue and that there were no further issues or allegations against the pump.